Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt's spouse reported, the pt's charging system is unable located the scs ipg. A new charging system was sent to the pt. Follow-up identified the replacement system did not resolve the issue. The physician plans on replacing the scs ipg. There is no additional info at this time.